Event description:
Surgery date: 2008. A 16mm plate with screws inserted at c6/7. One locking cap broke during rotation. The field rep reported between 10 and 30 mins of add'l surgery time was needed to remove the cyclone plate from the surgical site and insert a new plate. Surgery was successfully completed without injury to the pt.

Manufacturer narrative:
In 2008, zimmer spine concluded that a recall of all cyclone cervical plates would be performed. This number has not been assigned. Zimmer spine will send a supplemental report when a number is assigned.